Event description:
Lengthy surgery 16 hours. A pink foam surgical positioning device was under the knees with a thermal warming blanket on top of the positioner against the skin resulting in bilateral partial thickness burns to both legs behind the knees.